Event description:
The hcp reported the pt had been complaining of withdrawal symptoms 2-3 days before refill starting in 2005. Pt would experience diaphoresis, nausea and vomiting, get cold and clammy, and feel as though they were going to pass out. They had never had these symptoms prior to this time and had been filled 1-2 days prior to the alarm date with the reservoir volume set at 2.0 mls. Since may, the hcp has changed the reservoir volume alarm form 2 ml to 3 mls and is refilling the pump every 24 days instead of every 27-28 days. Since this change, the pt has experienced no further problems.